Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review.

Event description:
An email was received regarding a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock, alleging a leak during patient use. It was stated in the report that a patient was on total parental nutrition (tpn) through a peripherally inserted central catheter (PICC). They discovered that the tube of the soybean oil, medium-chain triglycerides, olive oil, and fish oil (smof) 20 % was leaking between the cap and the end of the tube, which was in a contamination situation. They changed the bag to a new one with a new tube. There was patient involvement and no patient harm reported.